Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a patient procedure, the customer stopped the procedure due to poor image quality. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Log file analysis showed the message "tube adjustment needed, sc" at least one day prior to the reported event. During the investigation no malfunction of the x-ray tube could be determined. Deeper investigation of the focal spot of the x-ray tube showed that the small focus spot was cloudy, causing the bad image quality. Additionally, the large focus focal spot showed deep burning traces. The dose issued by the small focus was too low and the characteristic curve showed a small deviation from the expected value. The x-ray tube was exchanged and the system was turned back over to the customer. The measure taken is sufficient to solve the problem and to prevent the failure from recurring.